Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Exact date of device breakage is unknown; however, it occurred at some point between the implant procedure ((B)(6) 2015) and the date of discovery ((B)(6) 2015). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Patient code (B)(4) used to report the revision procedure that occurred due to broken devices. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a distal humeral fracture procedure with variable angle (va) locking screws on (B)(6) 2015. During a post-operative x-ray on (B)(6) 2015, the surgeon discovered the screws were broken. A reoperation was conducted on (B)(6) 2015 utilizing a pinning technique. No surgical delay was reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed ¿ 1 plate and the complainant screws returned in a bag for sterilization in autoclave. The two (2) screw heads are blocked in va 7 and va 8 plate holes. The part returned has been re-inspected for all the features pertinent to complaint condition. The performed visual inspection shows the presence of broken screws within holes va 7 and va 8. All relevant measurable product features regarding the returned humerus plate meet specification. Due to the presence of screw fragments va 7 and va8 could not be re-inspected directly. However, considering that all the features va 1 to va 8 are manufactured with the same parameters and tools the conclusion of the product investigation is that the involved 2.7mm / 3.5mm va-lcp medial distal humerus plate is conforming from a manufacturing perspective. Complaint is confirmed due to the evidence that 2 fragments of locking screws are blocked in the plate holes; however the issue is not valid for manufacturer as the humerus plate is conforming from a manufacturing perspective. DHR review ¿ manufacturing location: (B)(4). Manufacturing date:1 april 2015. Expiry date:1 march 2025. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).